Event description:
The facility reported a pump with failure code 703. This condition occurred before use. There was no patient injury or medical intervention necessary according to the hospital representative.

Manufacturer narrative:
A request for the return of the device has been made.